Manufacturer narrative:
Other, other text: one device was received for investigation. Upon visual inspection it was determined the lcd, housing, and battery compartment were found damaged due to impact. After replacing parts the device was able to perform again.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08946. The report was submitted in error.

Event description:
Information received a smiths medical patient monitoring/bci capnography monitor capnocheck ii: 8400 new display is needed. No patient adverse events reported.